Event description:
In 2007 abbott point of care was contacted by a customer who reported that a patient's treatment was delayed because an I-stat cardiac troponin I cartridge generated an error code. The sample was repeated and another error code was observed. A sample was then sent to reference lab at 7:35 on the same day. The reference lab reported a result of 0.3 ng/ml at 11:00 on the same day. A reference range of 0.0 to 0.04 ng/ml was provided. Complainant did not indicate that patient outcome was negatively impacted by the delay in delivering results.